Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) reported on the same patient involving three separate products; associated with mdrs #1225714-2013-00726 and 1225714-2013-00727.